Event description:
A patient was treated for a right femur and tibia fracture with rotating movement. During the procedure to on (B)(6) 2013, the inserter handle of the nail broke. This occurred while inserting the titanium elastic nail the inserter handle of the nail got broken and the nail stuck inside the handle. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
A manufacturing evaluation was conducted. The item in question has been received and upon visual examination, is in intact condition, but remains stuck in the nail. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. Placeholder.